Event description:
Customer called and stated that they were in the process of placing the bravo capsule, but it failed to attach. The capsule was still attached to delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.